Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser." Section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that the probe laser fiber was inserted into the patient while in the or. When the patient was positioned in the MRI, the probe was plugged into the portable connector module (pcm) and the red pilot light was visible at the strain relief area of the probe. This abnormal pilot light observation was mentioned to the physician and they decided to continue with the procedure. The user attempted to fire the laser with the probe for 3 measurements, but had no heat reaching the tip of the fiber. The laser probe was replaced with a new laser probe in the MRI room, and the ablation was successfully completed. There was no abnormal pilot light observation with the second laser probe. There were no patient complications reported in relation to this event.